Event description:
In 2002, the pt was implanted with a vented electric left ventricular assist device (lvad). In 2004, the manufacturer received a call from the biomedical engineer reporting that a pt at home was experiencing a "low beat rate" with intermittent red heart alarms. The pt was instructed to come into the hospital for closer monitoring. The pt continued to have red heart alarms, and the beat rate was running around 100bpm. The biomedical engineer felt that the pump may be coming to end of life, and the pt may need a pump replacement. The pt received a heart transplant 4 days later.